Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with a cracked reservoir tube, a broken and missing piece from the reservoir tube lip, a missing reservoir tube o-ring, and minor scratches on the display window.

Event description:
Customer reported his blood glucose keeps rising. Customer stated her blood glucose was in the 500s when the problem started. The customer stated there was a missing/broken part of the rubber o ring. The customer was unsure how the damaged had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.